Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head connector was loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the emergency vvi button did not work; the emergency vvi printed circuit board assembly was found out of electrical specification. The lower case and the rear display cover were scratched. The paper guide was broken off of the printer drawer and the release lever was missing. One power cord bay door latch tab was bent. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.